Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had extravasated blood near the device implant area for about 2 weeks after implant. The physician did suction, but no fluid was sucked out. The patient was hospitalized and the doctor suggested that the patient might need a few days to recuperate at home after being discharged. The device remains in use and no further patient complications have been reported as a result of this event.